Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as they were related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a right coronary artery (rca). The patient presented with chest pain and occlusion of the rca. Thrombus aspiration and balloon angioplasty was performed with blood flow restored and unspecified 3.5x23mm stent was implanted. A 4.0x12mm xience xpedition was attempted advance; however, failed cross due anatomy and during removal resistance was felt with anatomy. It was noted that the stent was bent. Once the xience xpeidtion was removed the patient began to vomit, experience chest pain and myocardial infraction. As there was no other stent of same model elective retreatment was selected. The patient was given medication and came back for further treatment. There was no clinically significant delay in the procedure. No additional information was provided.